Event description:
Physician stated pt complained of feeling uncomfortable and vomiting in 2003. X-ray revealed band slippage. Pt elected to have device explanted, rather than attempting to reposition band. Surgery to explant device has occurred. Physician indicated he did not feel there was any problem with device.